Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the external pulse generator (epg) has a damaged socket. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the external pulse generator (epg) has a damaged socket. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment, the generator had a broken ventricle output connector, which was replaced. The generator passed all final quality assurance tests. (B)(4).